Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer the device was in place as of (B)(6) 2023. During the procedure of periodic dressing, when washing with saline solution, it is noted that fluid mixed with blood has leaked from the insertion point. It is decided to remove the device and it becomes apparent that at approximately 7 cm it shows a partial rupture in the inner part of the vein (not visible from the outside). The patient has a subcutaneous anchoring device as a fixation system. No other information was provided. Two devices were returned for evaluation. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak in the catheters is confirmed and was determined to be use related. Two 4fr sl powerpicc catheters were returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product samples were evaluated and a split was observed in the catheter body of both samples. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer the device was in place as of (B)(6) 2023. During the procedure of periodic dressing, when washing with saline solution, it is noted that fluid mixed with blood has leaked from the insertion point. It is decided to remove the device and it becomes apparent that at approximately 7 cm it shows a partial rupture in the inner part of the vein (not visible from the outside). The patient has a subcutaneous anchoring device as a fixation system. No other information was provided. Two devices were returned for evaluation. This report addresses the second device.